Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. It was noted that the impella pump was implanted off center through the peel-away sheath. A five hundred milliliter blood loss was observed in the patient. Albumin was provided and the patient¿s hemoglobin was to be drawn in unit. Weaning was successful, the device was removed, and the patient survived the explant.